Event description:
It was reported that the patient stated that after using magic 3 go male intermittent catheter, they started to get urinary tract infection. The patient experienced 2 urinary tract infections in the last 12 months. It was unknown what medical intervention was provided for urinary tract infection. Per customer via phone on 26aug2021, reported that there was no complaint against the catheter, the patient did have infections and was given bactrim. Stated that the customer was possibly allergic to bactrim and made it worse. The customer changed the cleaning and preparation techniques and has had no problem since. Per customer via phone on 01sep2021, confirmed that the customer did not have a history of urinary tract infection.

Manufacturer narrative:
Per follow-up information received on 26aug, there was no complaint against the catheter. It has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated that after using magic 3 go male intermittent catheter, they started to get urinary tract infection. The patient experienced 2 urinary tract infections in the last 12 months. It was unknown what medical intervention was provided for urinary tract infection.